Event description:
High lv threshold on (B)(6) 2021. Current measurement within expected range. All other available daily battery/lead measurements within expected range. Lead trends. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).